Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Error code 1720 was observed on the screen during the self-check. The root cause of the event was an anomaly in the component (the backup capacitor), and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed.

Event description:
It was reported that error message 1720 was displayed by the device., indicating a backup capacitator failure. Per reporter, the event occurred while patient use at the facility. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.